Event description:
The customer reported the system displayed collimator calibration required and filament calibration required error messages preventing the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The flash memory and calibration software files were reloaded. The system was then found to be operating as intended.